Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump experienced inaccuracy volume delivery. No patient injury. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in good condition. The reported product problem was not evidenced in the event history log. The customer reported product problem was however replicated during testing. The test results were +4.04%, +3.56%, and +3.86%, which were all within the published customer spec of +/- 6.0%. The results were outside the internal spec of +/-3.0% however. Further inspection of the pump showed that error code 44510 was stored in the pump's memory, but was not recorded in the event log. During the course of the investigation it was also determined that the customer's accuracy test setup or procedure was not correctly calibrated. The expulsor was therefore calibrated to bring the error closer to the nominal specification. User error was established as the root cause of the product problem.